Event description:
Reporter had defibrillator implanted in 2002. In 2005 noticed electric shocks being delivered. Patient rushed to medical center where he was hospitalized for seven days and the device taken out and replaced .